Manufacturer narrative:
Manufacturing and inspection records were reviewed with no anomalies noted. The 3040-23014-s 2.7 x 14mm l low profile hexalobe screw was returned for evaluation. The plate used during the event was not returned. As not all the relevant components were returned, this evaluation cannot be definitively conclusive. The returned screw was examined with magnification. Notes on visual appearance include: -major damage to all aspects of screw; this screw has several forms of damage including damaged thread, missing thread, bent portions of the shank, surface gouging, and other surface defects. -missing component; the portion of this screw returned appears to be the portion furthest from the head including the blunt tip. Fracture plane; the screw has a fracture plane at the threaded end of the returned portion. This fracture plane appears flat and textured with light bumps and no notable ductility/necking; there is a divot in this plane. Major damage in combination with a flat, textured fracture plane exhibiting no ductility could possibly indicate a brittle failure mode. These failure modes most commonly result from overloading events; however, due to unknown procedural conditions, no definitive conclusion can be made.

Event description:
During the procedure, when inserting the screw into the locking hole of the plate, the screw broke during insertion and remained temporarily in the patient. The surgeon managed to remove the broken screw by making a cut (3cm) on the dorsal side of the patient's radius. Device information for the plate is unknown. This report is related to report number 3025141-2022-00073 which is on the plate.